Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported vacuum was poor during irrigation/aspiration mode of a cataract extraction with intraocular lens implant procedure. The surgeon was able to complete the procedure using the same system and handpiece with no impact to the pt.